Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on MFR 0001825034-2018-00380.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date - unknown date in (B)(6) 2017. Report source, foreign ¿ event occurred in (B)(6).

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to pain, swelling, and dislocation. No additional patient consequences were reported.